Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate each siderail to determine which side was causing the issue. The issue was caused by the left siderail. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in march 2015. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed runs on its own (the head of the bed will drive itself up). The bed was located in the labor and delivery department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).